Event description:
It was reported that the 9600+, system c-arm would not boot and the display was cycling through the squares. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the sram. A new sram was installed. The system was tested and found to be working as intended and placed back into service.